Manufacturer narrative:
Analysis of the fiber revealed a connector and strain relief boot that would not turn upon attempted rotation, recessed ferrule and core, damaged and discolored heat shrink, and charred and discolored heatshrink and fiber at the proximal end where the connector had been removed. The non-rotating collar with recessed fiber core and ferrule are symptoms which are possibly indicative of excessive heat applied during fiber reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). This could cause the fiber connector to not rotate independently of the fiber. When a twisting force is applied to the seized up fiber and connector, the adhesive could possibly fail leading to the occurrence of both a recessed fiber ferrule and core. This could potentially occur when the documented procedures in the IFU are not followed correctly. If the user follows the exact directions for steam sterilization as listed in the IFU, such ferrule and core alignment issues do not occur. The fiber likely failed due to user mishandling during reprocessing. No fault found with fiber as manufactured.

Event description:
Fiber break reported.